Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing (self-test and priming) and under water pressure testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer postal code: 738750. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated pd set with 4-prong was missing the ¿drop cap¿ component. This was further described as ¿the top part of the cassette was missing when it was opened in a new package¿. This was noticed prior to use for peritoneal dialysis (pd) therapy; it was further stated ¿they could not use it¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.